Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rx locking / biopsy cap was used in common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021 during the procedure, when a sphincterotome was being pass down the scope, the sponge detached from the cap. A water soluble lubricant was not applied to the top of the biopsy cap prior to use. The sponge was retrieved during the cleaning process. The procedure was successfully completed using another ercp scope and a non bsc device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rx locking / biopsy cap was used in common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021 during the procedure, when a sphincterotome was being pass down the scope, the sponge detached from the cap. A water soluble lubricant was not applied to the top of the biopsy cap prior to use. The sponge was retrieved during the cleaning process. The procedure was successfully completed using another ercp scope and a non bsc device. There were no patient complications reported as a result of this event.